Event description:
Originally implanted with same brand and type prosthesis on 9/30/77. It was ruptured by md (closed capsulotomy) on 4/06/82. Explanted 5/31/93, at which time this one was implanted in right subpectoral space. Siliconomas excised 5/31/83 and 10/10/83 from tissue. Pt susequently suffered systemic symptoms of autoimmune disease, breast contracted and asymmetrical. She has siliconomas right breast. Explanted 03/24/94, prosthesis was found to be ruptured and leaking. Pt has been disabled since 6/15/90.